Event description:
It was reported that the customer had a loose drive support cap. Customer's blood glucose level is 400 mg/dl. The customer treated for the high blood glucose using manual injections. Troubleshooting was performed and determine drive support cap was loose. Insulin pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.